Manufacturer narrative:
Additional information received indicating the issue occurred while the traxcess guidewire was used in the patient for unspecified ischemia procedure. The traxcess was removed from the patient without need for a snare and without any part or segment left in the patient. It was exchanged for another guidewire from a different brand to completed the case. The device was inspected before use and no abnormality found. Procedure images not available. Summary device evaluation: no anomaly such as a kink was found over the entire length. No anomaly such as a fracture was found on the distal end. Based on the investigation result, no disconnection was found in the actual sample, and there was no missing part. On the other hand, the platinum coil section was found elongated at approx. 30mm from the distal end of actual sample. It was inferred that "the guide wire is disconnected" described in the reported issue was the elongation of the paltinum coil section at approx. 30mm from the distal end. As a possible cause of this case, following mechanism was inferred: when the actual sample was inserted into the patient's body, the platinum coil section was trapped by some factor (e.g. Lesion). In the state of "1", pulling force was applied to the actual sample, and the coil was elongated (the coil pitch was opened) on the platinum coil section at approx. 30mm from the distal end.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis; howver, investigation is not complete and still ongoing. Microvention inc. Will submit a supplemental report upon completion of device analysis.

Event description:
It was reported that the welding point at the front end of the guidewire falls off and the guidewire is disconnected. The device was removed from the patient. No report of injury to the patient, who was reported to be fine.